Manufacturer narrative:
This complaint is not confirmed. We received one catheter as a sample which had been put in a little container. The catheter had been taped with steristrips and the wing protected with a plaster. When flushing the catheter it did not show any leakage or other defect. A little fibrin coating could be detected at the 10 cm marking during microscopical examination. The container was lettered with both (B)(6) report no. So we do not know to which report the sample is belonging to. The batch history did not show any deviations. This is the first complaint received for batch no. 110118gm and the second complaint about pleural effusion on code 1261.203 and code 1261.2xx within the last three years. No similar reports were received about pericardial effusion. Pleural effusion is a well-known complication in cvc placement and is described as possible complication in literature and in the product's IFU. Obviously a malplaced catheter caused the pleural and pericardial effusion. We neither know how long the catheters were in situ before effusions were detected nor if a position control of the catheter tip had been carried on. A manufacturing fault could be excluded for this kind of complaint.

Event description:
On (B)(6) 2018 pleural effusion on preterm baby occured. A hole is suspected due to the catheter. Increase of respiratory distress. Withdrawal of the catheter and drainage of effusion.